Manufacturer narrative:
During service training on-site presence of corrosion due to liquid spill on the pneumatic backplane pc board was found. The pc board was replaced and after successful tests the ventilator was cleared for clinical use. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. A visual inspection confirms the reported corrosion/liquid spill problem. The pc board was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction.

Event description:
It was reported that during service training the pneumatic backplane pc board was noticed to have some spillage from an external liquid. Parts of the pc board was corroded. There was no patient involvement. (B)(4).